Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain via a manufacturer representative (rep). It was reported that the patient charges the ins but it dies right after charging. The ins was not holding a charge. The event was related to the device. The issue was unresolved at the time of the study. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the cause of the issues was not determined.